Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the home choice (hc) during dwell 3 of 4. The hp checked the lines and the bags and found that the clamp was open on an unused supply line. The technical service representative (tsr) reviewed the proper setup procedures. The home patient (hp) cycled the power off/on to clear the system error 2240 that was followed by 2367. The hp was ending therapy. The tsr had the hp disconnect using aseptic technique and remove the cassette. The hp would notify peritoneal dialysis (pd) registered nurse (rn) of the missed therapy. Per the callscript, the hp was connected at the time of the alarm, the patient line was not properly primed before connecting, a patient extension line was not used, the hp did not disconnect any time prior to the alarm, all of the bags were properly connected, there was a open clamp on an unused lines. Proper procedures were reviewed with the patient. It was unknown how the patient would complete therapy. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the rn. The rn was informed that the machine did not prime correctly because an unused line was left unclamped and air entered the setup. The rn was requested to retrain the hp. The rn stated the hp has been performing therapy successfully in general. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed: the patient reported having a clamp open on an unused supply line during therapy. The cause was use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.